Event description:
A malfunction was reported with the customer's insulin pump, which displayed a malfunction code and could not be reset. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.